Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated 289 (mg/dl) and the customer was unsure of the suspected cause. A correction bolus was delivered to address bg level. The customer declined to perform troubleshooting for the elevated bg level with tandem technical support. In addition, the customer reported the pump had shut off overnight. The pump battery was at 5% after the pump was connected to a power source and turned back on. Review of pump history confirmed the pump battery was charged to 100% the day prior. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions could not be verified; however, a different issue was identified.